Manufacturer narrative:
Currently, it is unknown to what extent the bard perfix plug (device #1), implanted to repair a right inguinal hernia, may have caused or contributed to the reported event. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect, to lyse scar tissue in his right groin and to remove his testicle due to complications caused by the hernia mesh products". To date no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard perfix plug (device #1) implanted on the right side. An additional emdr was submitted to represent the bard 3dmax (device #2) implanted on the left side. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, lot number huvf0118 (device #1), was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent surgery for repair of a left inguinal hernia. A bard/davol 3dmax mesh, reference number 0115310, lot number huxk0979 (device #2) was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect, to lyse scar tissue in his right groin and to remove his testicle due to complications caused by the hernia mesh products. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective "products."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, lot number huvf0118 (device #1), was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent surgery for repair of a left inguinal hernia. A bard/davol 3dmax mesh, reference number (B)(4), lot number huxk0979 (device #2) was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect, to lyse scar tissue in his right groin and to remove his testicle due to complications caused by the hernia mesh products. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective "products." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the indirect hernia sac was reduced. A large perfix plug (device #1) was placed through the defect, tacked it into the place with suture. Then, an onlay patch was placed to the pubic tubercle, the conjoined tendon and shelving portion of the inguinal ligament.¿ (B)(6) 2013 - patient was diagnosed with abdominal pain. (B)(6) 2014 - patient consulted for bilateral groin pain. (B)(6) 2014 - patient was diagnosed with incarcerated left inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #2). Per operative notes, ¿indirect hernia defect with the peritoneum overlying spermatic cord was dissected. A medium 3dmax mesh (device #2) was used and tacked to the pubic tubercle. A perfix plug (device #1) noted to have dense adhesions and reactionary tissue to the mesh itself." (B)(6) 2014 - patient complaints of left lower abdominal discomfort, hernia pain and diagnosed with inguinal hernia. (B)(6) 2015 - patient consulted for strangulated right inguinal hernia and right groin pain thereby attempted reduction of the hernia but was unsuccessful. (B)(6) 2015 - patient visited hospital for recurrent incarcerated incisional right inguinal hernia. (B)(6) 2015 - patient was diagnosed with recurrent incarcerated right inguinal hernia thereby underwent open repair, extensive adhesiolysis with the implant of perfix light plug (device #3). Per operative notes, ¿there was gross inflammatory and cicatrix reaction around the cord and internal ring. Orchiectomy was performed. The spermatic cord was dissected down to the most distal internal ring and sutured. The weakened inguinal floor was strengthened using light weight onlay mesh and sutured to the pubic tubercle, conjoined tendon and shelving portion of poupart¿s ligament.¿ between (B)(6) 2015 to (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia and persistent pain. Attorney alleges that the patient had adhesions, infection, loss of testicle, pain, hernia recurrence, gross inflammatory, cicatrix reaction around the cord, internal ring matted and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the bard perfix plug (device #1), implanted to repair a right inguinal hernia, may have caused or contributed to the reported event. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect, to lyse scar tissue in his right groin and to remove his testicle due to complications caused by the hernia mesh products". To date no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 5 months post implant of perfix plug, patient was diagnosed with abdominal pain, seroma, hernia recurrence, adhesion, inflammation, fibrosis and mesh deformation thereby underwent hernia repair. The instructions-for-use supplied with the device lists seroma, inflammation and adhesions as possible complications. Per medical record, "strangulated right inguinal hernia". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11 corrected field: h4 (manufacturing date) this supplemental emdr is submitted to represents perfix plug (device #1). Additional supplemental emdr was submitted to represent the 3dmax (device #2) and emdr was submitted to represent perfix light plug (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.